Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not remove the used cartridge from the pump during the load process until prompted on the pump screen.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer was not following the proper loading process. Reportedly, the customer will continue to use the pump for insulin therapy. Customer¿s blood glucose level was 90 mg/dl.